Event description:
It was reported that the mdu was heating too much and showed the message "blade stall". The malfunction was found during service; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with these events is returned at a future date, this investigation will be reopened for evaluation.